Event description:
My wife (B)(6) died by suicide on (B)(6) 2019, in (B)(6) of 2018 her dr recommended tms therapy on a neurostar machine to help her with depression. We were only told the only side effect was possible seizure, no other warnings. After the 3rd treatment, she developed severe anxiety. They told us it is normal and kept going. After the 20th treatment she started to get uncontrollable twitches, loss of balance, migraines; they told us it is normal. She did all 38 treatments. Afterwards her anxiety was so bad, she couldn't work, couldn't leave the house, would fall down, twitch and convulse, rapid heart rate, nausea, headaches and sleep problems. We saw a neurologist who said her symptoms were that of a severe brain injury but nothing showed up on the MRI. Her gp dr could not find anything in numerous tests, the dr who performed it told us he couldn't help. We went into 3 inpatient mental facilities to keep her from harming herself, 16 different medications that did not work, also tried alternative medicine, nothing improved her symptoms and the suicidal ideation got worse and worse. On her birthday she overdosed on her anxiety medicine, 3 different kinds that she was prescribed all benzos and ended her life. FDA safety report ID# (B)(4).